Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right eye due to dysphotopsia. It was stated that there was no incision enlargement. The outcome did not significantly interfere with activities of daily life. The patient has recovered. No other information is available.

Manufacturer narrative:
Age, weight, ethnicity: unknown/ not provided. Asku. Date of event: unknown, not provided. Best estimate of date of event is between (B)(6) 2022. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: feb. 13, 2023. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection under magnification revealed that the complaint lens was received cut in half. The lens was cleaned and, no issues that could contribute to or cause the complaint issues were identified. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issues were not confirmed. The other observed issue found during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation, there is no indication of a product deficiency or product malfunction.. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.